Event description:
It was reported by the physician that the patient had experienced an increase in secretions since the most recent vns implant. Due to the secretions, the vns settings were decreased as the patient is prone to getting pneumonia and the physician wanted to prevent any possible causes of pneumonia for this patient. The physician explained he wanted to see if he could help the patient's dysphagia by changing the vns settings. The physician did not yet know if decreasing the settings had helped the patient's secretions as the patient had not been seen since the changes were made. The physician noted the vns was working well and there were no issues, and overall the vns had helped the patient.